Manufacturer narrative:
The returned edm device was patent and met the requirements for leak testing. The edm lumbar catheter was patent. However, the catheter did not meet the requirements for leak testing due to a tear observed approximately 54 cm from the distal flow holes. It is unknown how or when this damage occurred. The catheter also met all of the requirements for the tensile strength and ultimate elongation tests. The instructions for use (IFU) that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears. The IFU also cautions that to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire, if used) must be removed simultaneously. A review of the manufacturing records showed no anomalies. All edm devices are 100% leak tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that when positioning the catheter, it was found that the wall of the catheter leaked after withdrawing the needle. According to the report, the catheter had been withdrawn through the tuohy needle in attempt to adjust its position. Reportedly, the system was replaced and there was no injury to the patient and the patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.